Event description:
The ultrasound sonographer indicated the l9-3 probe aperture felt hot. Philips' cs confirmed the aperture felt hot and was able to reproduce the condition. No patient was involved.

Manufacturer narrative:
A printed circuit board failure was discovered.